Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause was determined to be user error. In consequence the patient needed to be bagged (manual ventilation) and the ventilator was replaced. No malfunction was found in the affected device. There was potential patient harm due to oxygen desaturation.

Event description:
Screen message: "ventilation suppressed" all values were dashed lines and zeros. Patient desaturated. Patient was bagged and vent exchanged. Ventilator has been taken out of service and tagged.

Event description:
Screen message: "ventilation suppressed". All values were dashed lines and zeros. Patient desaturated. Patient was bagged and vent exchanged. Ventilator has been taken out of service and tagged.

Manufacturer narrative:
Investigation ongoing: hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.